Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4), (importer).

Event description:
Procedure: urogynecological. According to the reporter: the pt's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Advantage; advantage fit; unk align; unk sparc; unk pelvilace; and prefyx pps were reported to be used during this procedure.